Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. The liberty select cycler machine had multiple air in cassette alarms which prompted patient to cancel treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior of the cassette and in the pump module area. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when a new cycler arrived. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damage noted on the cycler set cassette. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. The liberty select cycler machine had multiple air in cassette alarms which prompted patient to cancel treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior of the cassette and in the pump module area. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when a new cycler arrived. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damage noted on the cycler set cassette. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.